Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 365 mg/dl. Multiple attempts were made to follow up with the customer regarding how bg level was addressed; however no response from the customer was received. Reportedly, the customer had manual injections as alternate insulin therapy.